Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was implanted with non-synthes hardware on an unknown. The patient was returned to the operating room on (B)(6) 2016 due to a malunion of the distal femur. During the distal femur revision surgery, a screwdriver shaft broke intra-operatively. The broken shaft fragment was retrieved, and another screwdriver was available to use to complete the surgery without further incident. There was a two minute surgical delay; there was no reported patient harm, and the patient outcome was reportedly not affected by event. This is report 1 of 1 for (B)(4).